Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No numbers ramping up were noted. The insulin pump was received with a cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported that the numbers were scrolling up on the insulin pump while he was attempting a bolus. His blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.